Event description:
It was reported that the lead exhibited threshold greater than 4 v at 0.4 ms. The physician attempted to reposition the lead multiple times to find suitable placement, without success. The lead was explanted and re placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.